Event description:
It was reported that the patient underwent a hip arthroplasty on an unknown side, on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2014 due to dislocation of the cup. It was further reported the original cup was repositioned and screws were implanted to hold it in place.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: expiration date - unknown. Date implanted - unknown. Manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient underwent a hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2014 due to dislocation of the cup and poly wear. The liner was removed and replaced and the original cup was repositioned and screws were implanted to hold it in place.